Manufacturer narrative:
(B)(4). Method: the actual device was not returned. Since the lot number is unknown, a review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 8 ml/hr. It was reported that a patient was sent home with a pump at 2pm on (B)(6) 2016, and the pump ran out of fluid at 9pm that same day. The pump ran a total of 32 hours. No further information was received. .